Event description:
Customer called to report a cartridge chemistry sample syringe leak from the unicel dxc 600 synchron system. Customer stated that the quality controls were out of specification and that the fluid was leaking from the sample syringe connection to the valve. The customer technical specialist (cts) assisted customer with troubleshooting, and instructed customer on how to tighten the connection; however, the issue persisted. The cts then generated a service request. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that deionized water was leaking from the sample syringe. The fse removed and replaced the sample syringe due to wear. The fse replaced the t-valve, as a preventive measure, but confirmed that the valve was not leaking. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).